Event description:
The account stated that a discrepant result was generated using the architect ipth reagent. A patient was undergoing surgery for parathyroid hyperplasia, a baseline blood draw for ipth was collected intraoperatively with the result of 732 pg/ml. The pathologist questioned the result and asked for the sample to be repeated. The repeat result was 757.7 pg/ml. A second sample was collected and the result was 47 pg/ml, the 5 minute post excision result was 83 pg/ml, the 10 minute post excision result was 61 pg/ml. The qc was within range. Upon review of patient history, the account stated that in 2007, the patient was tested for ipth on the immulite platform and the result was 18.5 (units of measure were not provided). There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.